Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Also noted that about every 5th or 6th beat (when patient is in normal sinus) she saw some farfield on the a (immediately after the v). It is in refractory. Her p waves are 4 and sensitivity is .75. Discussed that she could change the sensitivity since she has so much margin. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).